Manufacturer narrative:
Correction: b5, annex a codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead displayed oversensing with possible false detection of atrial arrhythmia and unable to confirm consistent capture. The device appeared to be ¿pacing all over the place.¿ additionally, the right ventricular (rv) lead exhibited oversensing with possible inhibition of ventricular pacing. Sensing integrity counter (sic) was also observed. According to a healthcare professional, the patient was undergoing a surgical procedure at the time of the episodes. Follow up was conducted and indicated that rv noise was also observed. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 4592-53 lead implanted: (B)(6) 2009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead displayed oversensing potentially impacting detection. Additionally, the right ventricular (rv) lead exhibited oversensing and sensing integrity counter (sic). According to a healthcare professional, the patient was undergoing a surgical procedure at the time of the episodes. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported via follow-up that the patient had been in an open heart coronary artery bypass graft (CABG) procedure. A temporary pacing device was placed following the procedure which was competing with the pacing of the ICD system.